Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. However, it was noted that the patient went into the ocean shortly after the primary surgery, before the wound had completely healed. Based on the information provided and the results of the investigation, the root cause was attributed to a patient related issue. The infection was caused by the patient swimming in the ocean prior to the surgical wound completely healing. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had and infinity system implanted. The ankle area became infected. The physician performed a wash out and poly swap.

Manufacturer narrative:
The device is not available for evaluation. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported that the patient had and infinity system implanted. The ankle area became infected. The physician performed a wash out and poly swap.